Event description:
A surgeon reported that a memory lens iol implanted in the right eye of a female pt in 2000 has been epxlanted and rpelaced in 2006 due to opacification. Visual acuity reported as 20/30, o.d. In 02/2006 follow up visit. Prognosis reported as excellent.